Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since the time change, the patient has been having increased seizures which is alleged to be due to daytime/nighttime programming not updating with the time change. Even though the increased seizures are alleged to be related to daylight savings time, their physician reported that the timing of their seizures and their higher programmed settings align for coverage indicating that the patient is having seizures when their device is programmed at higher settings. No other relevant information has been received to date.